Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that gantry would not open after performing a spin. The site grabbed the ratcheting wrench and tried to manually open the door which caused the cable to snap. When they were ratcheting counterclockwise the cable snapped. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
Continuation of d10: product ID: unk_oarm_comp (unknown serial/lot); implant date n/a; explant date: n/a; product ID: unk_oarm_comp (unknown serial/lot); implant date n/a; explant date n/a; product ID: bi71000436 (unknown serial/lot); product type: 3021-door motion (o1) mechanical co; implant date: n/a; explant date: n/a; product ID: bi71000210 (unknown serial/lot); product type: 2560-mnav - o-arm system; implant date: n/a; explant date: n/a; product ID: bi20000454 (unknown serial/lot); product type: 2560-mnav - o-arm system; implant date n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: kit svc bi71000429 door winch replacemnt kit svc bi71000674 slide door to gantry kit svc o2 bi71000203 bracket top rt din kit svc o2 bi71000202 bracket bot rt din kit svc o1/02 bi71000626 rotor spacer kit svc o2 bi71000911 door sidewall kit svc bi71000436 roller quiet grip kit svc o2 bi71000210 dongle pendant track bi20000454 gantry roller 45 deg h3) onsite functional and visual examination was performed by a manufacturer representative. Performed damage assessment, found several damaged internal gantry parts. Performed screw extraction and replacement of the door winch. Placed order for damaged parts. Returned to site with replacement parts. Replaced gantry door slides, gantry inner sidewall, rotor spacer, roller quiet grip, top <(>&<)> bot rt dingus brackets. Adjusted upper door switches. Performed invalidate home. Verified system door is able to open <(>&<)> close, verified all motion are working. Cleared door winch counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the door winch (product: kit svc bi71000429 door winch replacemnt, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was wear and/or fatigue stress of the component. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.